Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog # 3501670, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed.

Manufacturer narrative:
Additional information was received on 1/17/2020. In addition to the left sided deflation reported initially, left sided baker grade iii capsular contracture, and right sided baker grade ii capsular contracture was noted. The right sided capsular contracture is being reported under 1645337-2020-02073. The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced deflation and developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 6496258, and no non-conformances related to the reported complaint condition were identified. During visual evaluation of the sample a crease was observed in the posterior view. Within crease a tear measuring approximately 0.2 cm was observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).